Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported the patient had developed sleep apnea, which could happen from taking narcotics. It was noted the patient developed the sleep apnea about halfway in her pump phase. It was unknown what drugs the pump was being used to deliver. Additional information has been requested, but was not available as of the date of this report.